Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2002 - the pt was implanted with a bard/davol product. The attorney's report alleges defective mesh, pain and suffering, additional medical treatment, disfigurement, permanent injury.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will submitted.